Event description:
Approximately two days after the index procedure, a thrombosis was noted from the inside of the xience stent to the distal portion of the cypher select + stent. It was also reported that during the index procedure, the cypher select + was slightly under-dilated to avoid the risk of dissection. The target lesion was located in the proximal left anterior descending (lad) coronary artery and mid lad. The lesion was a restenosis due to balloon angioplasty. The lesion was described as eccentric, flexed, type c, 50mm in length, 90% stenosed, with calcification. The reference vessel was 2.5mm in diameter and tortuous. A 2mm rotablator and pre-dilation with an unknown 2.5x15mm balloon catheter was performed at 22atms for 40secs. A 3.0x33mm cypher select+ stent was successfully implanted at 8atms for 40secs. A 3.5x23mm xience stent was implanted proximal to the cypher select + stent and overlapping it. Post-dilation was conducted with an unknown 2.75x10mm balloon catheter at 26atms for 40sec. Ivus was conducted. Residual stenosis was 0%. Pre and post-procedure timi flow was 3 and acts were not measured. The distal edge of the cypher select + stent was slightly under-dilated because there was calcification and post-dilation was not conducted at the distal edge in order to avoid risk of dissection. Two days after the index procedure, the patient complained of chest pain and an electrocardiogram (EKG) was abnormal. Coronary angiography revealed thrombus from the inside of the xience stent to the distal portion of the cypher select + stent. Treatment of the thrombus included aspiration and balloon angioplasty with a non-cordis 2.75x10mm balloon catheter at 30atms for 30secs. During balloon angioplasty, a dissection occurred on the vessel distally to the cypher select + stent. Treatment of the dissection included implantation of a 2.5x28mm xience stent distal to the cypher stent. The patient was in stable condition after treatment.

Manufacturer narrative:
The product is not available for evaluation. (B)(4) cypher product (cjs) is not distributed in the us; however, it is similar to us distributed cypher product (cxs). Concomitant devices include a 2mm rotablator, an unknown 2.5x15mm balloon catheter, an unknown 2.75x10mm balloon catheter, 2.5x23mm xience stent, and a 2.5x28mm xience stent. Additional information will be submitted within 30 days from receipt. The 2.75x10mm balloon used for the thrombus was not cordis product. The dissection grade was not reported. The dissection was not flow limiting since it was treated with an additional stent. The blood flow was maintained. The patient was in stable condition after the treatment for thrombus. It was unknown when the patient was discharged from the hospital.

Manufacturer narrative:
The complaint received states that during the interventional procedure, a cypher select plus was underexpanded and post procedure there was in-stent thrombosis. This is a (B)(6) male with medical history including myocardial ischemia, hypertension, abnormality of lipid metabolism, and past history of percutaneous coronary intervention. The target lesion was the proximal left anterior descending (lad) coronary artery and mid lad. The lesion was a restenosis post balloon angioplasty. The lesion was described eccentric, calcified, flexed and tortuous lesion. Aha/acc classification of the vessel was type c. The vessel length was 50 mm and the vessel diameter was 2.5 mm. Pre-procedure stenosis was 90%. This was an elective case. Rotablator (2 mm) and pre-dilation with a bc (2.5/15 mm) at 22 atm for 40 sec were conducted. Cypher select+ (3.0/33 mm) was implanted at 8 atm for 40 sec at the distal portion of the target lesion. Then, a des (xience: 3.5/23 mm) was implanted at 8 atm for 40 sec proximal to the cypher select+, overlapping it. Post-dilation was conducted with a bc (2.5/10 mm) at 26 atm for 40 sec. Ivus was conducted. The residual % of stenosis was 0%. Timi flow before the procedure was 3 and 3 after the procedure. Act was not measured. The distal edge of the cypher select+ was slightly under-dilated because there was calcification and post-dilation was not conducted at the distal edge in order to avoid the risk of dissection. The patient was maintained on aspirin and plavix. Two days post implantation, the patient complained of chest pain during the hospitalization. Abnormal ECG was observed and cag was conducted and then thrombus was observed from inside of the des to the distal portion of the cypher select+ stent. To treat the thrombus, aspiration and balloon angioplasty with a bc (2.75/10 mm) at 30 atm for 30 sec were conducted. During the balloon angioplasty, dissection on the vessel distally to the cypher select+ was confirmed. Therefore, a des (xience: 2.5/28 mm) was additionally implanted distal to the cypher bx, overlapping it. The patient had no further sequelae and was subsequently discharged. Physician's comment: the possible cause of the thrombotic event was because the distal portion of the cypher select+ stent was under-dilated due to the calcified lesion. The stent remains implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15155788 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. No units were rejected during the final assembly of this lot. No other issues were noted that were considered potentially related to the reported complaint. No nonconformance records and excursions were issued for this lot. Ubd subassembly lot 15155789 was reviewed. It was observed during review that 26 units were rejected during the final assembly of this lot. No nonconformances were generated and no other incidents were noted that could be potentially related to the complaint reported. Additional information was requested to the coating site for coronary stent thrombosis. The investigation revealed that no nonconformances were issued during the coating process, and that no anomalies were found for the lot involved. Thrombosis is a known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of stent implantation produces intended damage to the intima of the vessel wall in order to remodel the wall and reestablish patency of the vessel. The disruption of the intimal layers triggers the immune system to heal the damaged areas, thus activating the clotting mechanism as well as the inflammatory response. The combination of inflammatory response and clotting cascade can lead to thrombus formation in side of the stent around the damaged areas. The patient was maintained on an aspirin and plavix regimen as per the instructions for use (IFU). Review of the limited information does not suggest what other factors may have contributed to the reported event. Stent underexpansion is a known potential adverse event associated with stent implantation and is listed in the IFU as such. There is no evidence of manufacturing issues related to this event; therefore, no corrective action is needed at this time. Review of the information suggests that procedural and lesion factors may have contributed to the reported events.